Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, lab: 1.2. Date: (B)(6) 2010, inratio: 18. Date: ng, inratio: 12. Date: ng, inratio: 8.0. Date: ng, inratio: 4.0. Patient's coumadin dose was stopped for a day on (B)(6) 2010. Testing by lab was done a day later. Caller reports that the nurse uses two to three drops.